Event description:
During an endoscopic procedure, the physician used a cook fusion triple lumen needle knife. It was reported that while using the device to make a cut on the papilla during sphincterotomy, the tech extended the needle part way, and locked position, physician made the cut, then retracted the needle back into the catheter. Repeated this for a 2nd cut with no issues. The 3rd time the needle was extended and locked, the tech stated the needle "moved" when the physician readjusted the catheter. They checked the wheel lock, and it was secure showing the needle locked, yet the needle moved - extended out further when the physician moved / readjusted the catheter to the desired position. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
During an endoscopic procedure, the physician used a cook fusion triple lumen needle knife. It was reported that while using the device to make a cut on the papilla during sphincterotomy, the tech extended the needle part way, and locked position, physician made the cut, then retracted the needle back into the catheter. Repeated this for a 2nd cut with no issues. The 3rd time the needle was extended and locked, the tech stated the needle "moved" when the physician readjusted the catheter. They checked the wheel lock, and it was secure showing the needle locked, yet the needle moved - extended out further when the physician moved / readjusted the catheter to the desired position. Our attempts to collect additional information regarding patient outcome were unsuccessful. While the complainant did not specify if the patient experienced any adverse effects or required additional medical procedures due to this event, the information able to be collected does not reasonably suggest the patient was adversely impacted.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all fusion triple lumen needle knives are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.